Event description:
It was reported that during a sleeve gastrectomy procedure, after two good firing (green & gold reloads), the surgeon fired another reload on the great curvature. During the first squeeze of fire handle the surgeon say that he thought something is wrong but he finished the entire fire circle. The jaws of the echelon did not open and became stuck on the stomach. The surgeon tried to pull the lever but it was stuck. After a number of attempts the surgeon used a lot of power with his hand and pulled the lever all the way up and the jaws opened. The surgeon didn't use the instrument again and switched to a new echelon. Procedure was prolonged 15 minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? - no steroids / no radiated tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? - 3rd. If echelon, during which stroke did the event occur? After the 3rd stroke the knife didn't return and the jaws didn't open. What other color cartridges were used before and after this event? Gold before, blue after. Was buttressing material utilized? If so, which product? - no. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? - there was no unexpected noises but the surgeon report of a strange filling (he couldn't explain this feeling), in his hand after the 1st stroke. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - no. The jaws didn't open, and the lever didn't go up all the way to release the knife. The surgeon used a lot strength to push the lever all the way up. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.